Manufacturer narrative:
H.6. Investigation: 7 samples and no photos were returned by the customer in support of this complaint. The samples were tested for stopper pop off and did not exhibit the customer¿s failure mode of ¿stopper pop off¿. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: laboratory safety officer is reporting that they take off the cap to check for clots and then putting the cap back on, but that the cap is coming off of the during the centrifugation process. On 3/31/2021 spoke with the customer, the lab safety officer. He stated that this issue was brought to his attention. It is happening in 2 sites with the same lot #. The staff remove the cap to check for clots and put them back on, and centrifuge the tubes. The caps are coming off in the centrifuge, and blood is splattered in the centrifuge. So far, there has not been any blood exposure to staff. The lab I work for has adopted a policy to open and check every blue top (na citrate pn 363083) tube for clotting before centrifugation. This is presenting staff with a problem. After removing the cap; replacing the cap is difficult and nearly impossible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer¿ buffered sodium citrate (9nc) blood collection tubes experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: laboratory safety officer is reporting that they take off the cap to check for clots and then putting the cap back on, but that the cap is coming off of the during the centrifugation process. On (B)(6) 2021 spoke with the customer, the lab safety officer. He stated that this issue was brought to his attention. It is happening in 2 sites with the same lot #. The staff remove the cap to check for clots and put them back on, and centrifuge the tubes. The caps are coming off in the centrifuge, and blood is splattered in the centrifuge. So far, there has not been any blood exposure to staff. The lab I work for has adopted a policy to open and check every blue top (na citrate pn 363083) tube for clotting before centrifugation. This is presenting staff with a problem. After removing the cap; replacing the cap is difficult and nearly impossible.